Event description:
Complainant alleged that the medics were treating a patient (age unknown) who was in cardiac arrest. The medics applied electrodes in the anterior and posterior positions, and attempted to monitor the patient's heart rhythm, but the device displayed a "poor pad contact" message and a "check pads" message. The medic then checked the electrodes and found that the posterior pad was covering "a small piece of the patient's robe". The posterior electrode was repositioned, but the device continued to display the same messages. The medics then applied a fresh set of electrodes to the patient, but again, the same messages were displayed on the device screen. The medic charged the device to 200 joules, but the device would not discharge. The medic then attached ECG electrodes to the patient and monitored the patient's heart rhythm. The medic determined that the patient was presenting a ventricular fibrillation heart rhythm. The medic then obtained another device and defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the "patient was dead when they got there". The complainant indicated that both sets of used electrodes were unavailable for evaluation. The complainant was unable to supply the part number or lot number of the used electrodes. The medic reported that, "I noticed when the pads were applied initially to the patient, the seal was broken on the package. The seal was broken on the second set as well."